Manufacturer narrative:
Additional, changed, and/or corrected data: a.3b, a4, b5, h6. Gender field has been removed from medwatch form 3500. Previous entry made to this field has been removed.

Event description:
Healthcare professional reported left side "deflation and biocell recall". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation and biocell recall". The device has been explanted.